Event description:
The customer stated that an initial decreased architect tsh result of 0.02 uiu/ml was generated. The sample was repeated with a result of 4.89 uiu/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.